Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. A 12mm x 2.00mm nc quantum apex balloon catheter was advanced to the severely calcified lesion and during inflation it ruptured at rated burst pressure (rbp). The device was removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patients' status is good.